Manufacturer narrative:
A device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during the upgrade of software on the handheld computer, the handheld stopped downloading during the transfer and "freezed after a half day." On next day he had to use it for programming a pt and restart it with the reset bottom. As the pt data was not available any more a "sql error has appeared." During "interrogating device" the same sql error has appeared and there were no data. Just after pushing "ok" 20 times you can go further. The handheld and flashcard were returned to MFR and is pending product analysis.